Manufacturer narrative:
No device deficiency was reported. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, after a pvi isolation procedure was performed using the balloon catheter, the patient complained of dizziness and an MRI scan revealed a small area of infarction in the brain. The patient will continue to be monitored.